Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) has a burning smell , then the screen went off. The cardiosave was immediately replaced for cs100. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6, h11. Corrected fields: d4, d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the failure was caused by the solenoid control board, power management board, and the motor control board. The fse replaced the parts after the customer agreed to the repairs. The unit passed all functional and safety tests and was returned to customer.